Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed weak signal and lost sensor. Customer's blood glucose was 49 mg/dl at the time of incident and treated with apple juice. Some troubleshooting was performed with no problems but the customer declined to troubleshoot their low blood glucose. No further details given.